Manufacturer narrative:
Stroke/paroxysmal atrial fibrillation: the cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
Updated clinical assessment: the patient is a 64-year-old woman who presented with acute myocardial infarction complicated by cardiogenic shock. Earlier in the day, she was placed on impella cp mechanical circulatory support in combination with extracorporeal membrane oxygenation. Despite this intervention, her lactic acid level continued to rise, and her leg showed signs of progressing ischemia. Because of these concerning developments, the clinical team decided to escalate her support by replacing the impella cp with an impella 5.5 device inserted through the axillary approach. A computed tomography angiography revealed a severe infarction in the territory of the middle cerebral artery, indicating a very poor likelihood of neurological recovery. The patient developed atrial fibrillation and required multiple pressors. The impella 5.5 device was removed at the end of course without complications and the patient survived with unknown neurologic status. The impella 5.5 will becoded for paroxysmal artrial fibrillation and conservatively for stroke with serious injury and medication required as outcome codes. The patient had several significant risk factors for cerebrovascular injury, including cardiogenic shock, profound hemodynamic instability, multiorgan dysfunction, elevated lactate levels, ischemic limb changes, and the need for extracorporeal membrane oxygenation. The patient also developed atrial fibrillation, which is a well-established risk factor for embolic stroke. These conditions substantially increase the baseline risk of ischemic infarction independent of mechanical circulatory support devices. Because the exact onset of the stroke cannot be established from the information available, it is not possible to determine whether the event preceded the device upgrade, occurred during a period of hemodynamic instability, or developed independently of device-related factors. This uncertainty limits the ability to attribute the event to the device. The development of atrial fibrillation in this patient is consistent with her underlying critical illness, cardiogenic shock, and systemic instability. Therefore, atrial fibrillation is assessed as rather not device-related, and most likely attributable to the patient¿s baseline clinical condition.

Manufacturer narrative:
Updated information: d4 catalog number.

Manufacturer narrative:
The investigation was completed. The root cause of the stroke was unable to be determined due to insufficient clinical details. The device history review was completed and the device passed all post sterile inspection checks.

Manufacturer narrative:
B5 additional information received and h6 codes were updated.

Event description:
Additional information received: computed tomography angiography demonstrated a severe middle cerebral artery infarct with a low likelihood of recovery. The patient was in atrial fibrillation and required multiple vasopressors.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 and experienced a stroke. Support continued until the patient was successfully weaned from the pump. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿